Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly and passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 158 mg/dl. The device was not exposed to high magnetic field. Alarm was cleared. Customer was advised to disconnect from the device. Alarm occurred once in the last month. Customer does not use the sensor feature. No further information reported.